Event description:
It was reported to boston scientific corp on august 18, 2008 that a flexima biliary stent system device was used in 2008. According to the complainant, during the procedure, "the stent was placed in the bile duct without resistance". "Upon catheter and wire retraction for stent release, the suture was caught in the flap and failed to release." The procedure was completed with another flexima biliary stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.